Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal became unreliable. The alarm was disabled, and pump support continued without interruption. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs showed that sudden placement signal spikes began to occur around 54 hours into support and occurred intermittently throughout the remainder of the case. The onset of the spikes were accompanied by the optical 5s parameters shifting out-of-specification; the 5s parameters were most closely characteristic with an air gap. An console issue was ruled out since the pump used with the same console following this case did not experience any relevant optical signal issue. No damage or abnormalities were found on the returned pump. The pump passed optical continuity test. When the device was connected to a lab console, the optical 5s parameters were within specification; additionally, the "placement signal not reliable" did not reproduce. In conclusion, it was determined that the cause of the optical signal issue was most likely an air gap between the console and the patient cable plug. All pertinent information available to abiomed has been submitted at this time.